Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were requested to be reviewed. The log files were reviewed and showed low flow hazard events as well as speed changes between (B)(6) 2025 and (B)(6) 2025. These low flow readings did not appear to be the result of any external equipment malfunction. Following these low flow events the log file appeared to show various alarms associated with a driveline disconnect from the system controller. A few seconds later the system controller was powered off. After an unknown amount of time the system controller appeared to have been powered on without a driveline connected with system controller clock corrupt alarm flags active. The system controller was synced to 29jul2025. A few seconds later the pump was connected to the system controller just prior to data download.

Manufacturer narrative:
Manufacturer's investigation conclusion: log files from the system controller (serial number: (B)(6) were submitted for analysis in association with the patient passing away. Log files from the controller were reviewed from the reported event date of 08jul2025, and events consistent with termination of support were captured. There was no indication in the data reviewed of an issue with the system controller. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 instructions for use (IFU) (rev. C, section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2025. The cause of death was ischemic bowel. The device functioned as intended. This was not device or device therapy related. An autopsy was not performed. The device was not explanted and would not be returned.